Manufacturer narrative:
The returned sample was visually inspected upon receipt which revealed no anomalies. Review of the device history records revealed no manufacturing issues. The returned sample was gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. A definitive root cause could not be determined; therefore, the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. It did not leak during prime, but began to leak during bypass. This event occurred during a pediatric case and terumo considers any amount of blood loss during a pediatric case to be a serious injury. Blood loss of a couple mls. Product was changed out. Surgery was completed successfully.